Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user observed an "insufficient gas a" error message. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a patient as a result of this event.